Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient pulled the minicap off of their transfer set and later developed peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized and treated with vancomycin intraperitoneally (ip) (8mg/liter, frequency not reported) and cefepime ip (125mg/liter, frequency not reported) for the peritonitis. The patient was discharged after two days, but was readmitted nineteen days later for the ongoing peritonitis. After six days, the patient was again discharged but readmitted six days later for the peritonitis. While hospitalized, the patient¿s catheter was removed and replaced. Seven days later, the patient was discharged from the hospital and antibiotic treatment with vancomycin and cefepime were discontinued. Dianeal therapy was ongoing. The patient was reported to have recovered from the event. No additional information is available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).